Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-02884 pertains to the other device. It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit (exact type unknown) was implanted during a procedure (date unknown). According to the complainant, the patient experienced severe and permanent bodily injuries and physical pain. The exact nature and date of onset of these injuries is unknown and reportedly unavailable.